Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - low sensing on this rv lead was detected. A revision was planned for (B)(6) 2019. Should additional information be received, this file will be updated.

Manufacturer narrative:
We were notified that this lead was explanted on 3(B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.